Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Device evaluation: field service engineer (fse) performed annual preventative maintenance (pm). System is performing to specfications. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had a full thickness arcuate cut that required 3 sutures and a bandage contact lens. The cataract procedure was able to be completed. Furthermore, an clinical application specialist (cas) pulled the operative report for the patient and found the surface fits were aligned and the treatment was completed. Doctor mentioned having a large ¿epi bubble¿ surrounding the arcuate. Then in the operating room they noticed the incision was leaking aqueous fluid. Doctor put in one suture, completed the cataract surgery, and then added two additional sutures to close the wound. A bandage contact was placed for patient comfort. Cas suspects there might have been patient movement involved. The laser was used the rest of the day with no issues. No additional information was provided.